Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. When the physician opened the pocket, the device was turned around leads. It was a case of twiddler's syndrome. The right atrial (ra) lead was explanted and will not be returned for analysis. All measurements were in range thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.